Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the patient consequence was unknown. The following information was requested, but unavailable: was there any other issue noted with staple line other than bleeding? How much blood was lost (ml)? Did the patient require a transfusion? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/2 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties during the visual and functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon said stapler has repeatedly failed. Cutting blade on this device cuts clean only once, second cut pushes staple reload out of gun. Failure used on bowel and vascular pedicles both loads failed on second use. No spill today but potential for bleeding and bowel contents being dumped into abdomen is too great. Did have extreme bleeding after device failed. It is unknown how this case was completed.